Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 at 2 am with blood glucose of 450 mg/dl. Troubleshooting was declined for high blood glucose and performed for no delivery alarm. The reservoir will not be returned for analysis.